Event description:
During a procedure with the tenex system, the microtip needle separated from the rest of the hand piece. Another microtip wsa used to complete the procedure. There were no patient complications.

Manufacturer narrative:
Followup report #01. The device was returned and evaluated. It was confirmed that the microtip needle had separated from the rest of the handpiece. Due to the state in which the device was received, functional testing could not be performed. The fracture site did not indicate a specific cause for the failure of the needle component. Disassembly of the device did not reveal any further anomalies or defects. A corrective action plan has been implemented for this fracture issue.